Event description:
The pt contacted lifescan alleging the one touch ultra meter was missing segments. The customer care rep verified this during troubleshooting. The med affairs specialist unsuccessfully attempted to contact the pt to confirm the info. The pt stated that the evening before the event their blood glucose appeared to be 500 mg/dl on the reported meter. Insulin 10u was taken. The next morning the pt was found on the floor passed out and was given sugar, candy and juice. No reading was reported the day of the incident. No info was reported regarding medications-routine or extra, reading at the time of the event, or timing of food and medications before the event. Due to this info there is indication the product malfunctioned with the missing segments, however insufficient info to state this led to an adverse event. Letter was sent to the pt.